Event description:
The customer reported to olympus, that the image cannot be processed while using the camera control unit and error e222 appeared. However, the processor turned on. Another processor was crosschecked, which worked with the camera head. The issue was found during general routine inspection. There was no patient involvement.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Manufacturer narrative:
Correction to the date device was returned to olympus.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the device evaluation and the legal manufacturer's final investigation. New information added to the following fields: d8, h3, h4, h6, h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over one (1) year since the subject device was manufactured. The device was evaluated by a field service engineer. The customer's reportable malfunction was confirmed. The device was returned to olympus for inspection and the repair center found a faulty receiver module caused the event. Based on the results of the investigation, the root cause of the faulty receiver module could not be identified. Olympus will continue to monitor field performance for this device.